Event description:
The physician's assistant reported that the tip of the endoscopic vein harvesting device broke off during the procedure. The tip was retrieved. There was no report of patient injury.

Manufacturer narrative:
The physician's assistant reported that the tip of the endoscopic vein harvesting device broke off during the procedure. The tip was retrieved. There was no report patient injury. The bipolar device was not returned for evaluation. It is possible that the device was damaged during use. The instructions for use state, "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." One hundred percent visual inspection under magnification has been implemented in production to provide further assurance of jaw integrity. The protective cap for the jaw has also been improved.